Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
A cretas valve (the article number is unk) was implanted to the patient with lp-shunt (initial setting were unk) on (B)(6) 2017. However, the surgeon noticed the size of the ventricle was not improved, so a shunt contrast examination was performed on (B)(6) 2017. As a result, the surgeon suspected there was a kink at the connection of the lumbar vertebra catheter side, and also noticed that the pressure setting was unable to be adjusted. The valve was explanted from the patient and revised by the reported (B)(4) on (B)(6) 2017. The explanted certas valve was discarded already. The ventricular enlargement was still not improved even though the pressure was adjusted to 30 mmh2o on (B)(6) 2017. The abdominal catheter was pulled outside of the body on (B)(6) 2017 for drainage. Finally, the valve was explanted from the patient and revised by an alternative valve ((B)(4)) with vp-shunt (the initial setting was 30mmh2o) on (B)(6) 2017. After the shunt revision, the ventricular size was slightly improved and the conscious state is good so far. The patient is a (B)(6) female and her initial is ks. The original disease was sah. No further information was provided by the hospital.